Event description:
A voluntary MDR/medwatch report was received on 06/12/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. An anonymous patient reported through maude that they experienced inaccurate cgm readings. According to the documentation, the patient noted that the estimated glucose values (egvs) were frequently low-biased while they were actually euglycemic. The patient also referenced an incident in (B)(6) 2025 during which they were actually hypoglycemic. They described the event as potentially resulting in fainting, coma, or even death. However, no details were provided regarding how the hypoglycemia was reversed, and no additional event information for that specific date was documented. Due diligence follow-up was not attempted, as the reporter¿s identity and contact information could not be determined. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5171007, mw5171008 and mw5171009.